Event description:
It was reported that testing revealed 6 channels in status hi. Currently there is no further info available.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.